Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to enter MRI mode. Diagnostics revealed one lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue. Upon explant it was visually confirmed the lead was fractured.